Event description:
Facility equipment technician called baxter healthcare corporation to troubleshoot light emitting diode (led's) on the baxter sps 550 device. Technician reported the led's on the open/close limits for the arterial, venous and transmembrane pressure meters are not working, but the gauges work. Technician stated the staff insists on continuing to use this device even without being able to set the alarm limits. Several different baxter personnel have informed the technician this machine should not be used without these alarms working. Technician reported the nurse sits at the side of the pt for the entire treatment and there have been no pt events resulting in medical intervention or pt injury.